Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information received the device was explanted due to suspected allergic reaction. Patient was re-implanted with a titan touch.

Event description:
According to the available information received the device was explanted due to suspected allergic reaction. Patient was reimplanted with a titan touch. Additional information stated that to date the patient is still implanted with the replacement device and is doing fine.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information received and the conclusion of the investigation. Requests for the device and for additional information surrounding this event have been made. However, to date neither the device nor the information has been received. Without the benefit of analyzing the device and without the requested information, quality cannot comment on the condition of the device or the events surrounding this incident. Quality was not able to perform manufacturing record review due to the lot number not being provided. The most likely root cause of the event cannot be determined at this time. If the explanted device or additional information is received, quality will re-evaluate this event in accordance with procedures. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.